Manufacturer narrative:
Evaluation confirmed that the power switch was broken as reported. Additionally, the front panel was cracked at the bottom of the scope socket, and the lamp life was over 500 hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they broke the on off button of the device. There was no harm or user injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 9 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken power switch/button could not be identified. However, it is likely the cause is related to damage of the power switch/button. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.